Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available; however, a companion sample was received for evaluation. A visual inspection and functional flow rate testing were performed. The nominal flow rate was found to be within specification. No malfunctions or abnormalities were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate under infused with a patient. The device was filled with pamidronate and a total solution volume of 250 ml. The expected infusion time was 2.5 hours; however, after 4 hours only 80% of the solution volume had infused. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.